Manufacturer narrative:
(B)(4). No similar complaint type events was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -3.5/1.0/92 (sphere/cylinder/axis), implantable collamer lens into the patients right eye (od) on (B)(6) 2018. Observation of excessive vault and significant reduction of irido-corneal angles was reported. The reporter stated that the lens remains implanted and that the patient is fine.

Manufacturer narrative:
Corrected data: diopter corrected to -9.5/1.0/92 (sphere/cylinder/axis) in the initial MDR. Claim# (B)(4).